Event description:
The customer reported that following a diagnostic catheterization procedure on may 20, 1999, a size 4 vasoseal vhd collagen plug was deployed in the pt. The pt developed a medium sized hematoma post deployment and manual compression was applied for then minutes. A bruit was noted two days post deployment and an ultrasound was ordered. No pseudoaneurym or atrio ventricular fistula were observed, but 90% stenosis was noted. The pt lost pulses three days post deployment and another ultrasound was performed which revealed some narrowing of the common femoral artery at what was presumed to be the junction of the needle tract. The pt was taken to surgery two days later for a right common femoral thrombectomy with vein patch angioplasty. No further complications were reported.